Manufacturer narrative:
The lead was not returned for analysis. Prior to the analysis of the ICD, the quality documents accompanying the manufacturing process for this ICD and the associated lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Upon receipt, the ICD was interrogated, revealing the mos1 battery status, 25charging cycles were recorded to the devices memory. The memory content of the ICD was inspected. The inspection revealed a fluctuating shock impedance with intermittent values of greater than 150ohms, confirming the clinical observation. Therefore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In addition, various shock impedance tests were as expected. In conclusion, the device was fully functional. There was no indication of device malfunction.

Event description:
It was reported that an alert about the shock impedance out of order was seen via home monitoring. The patient was called for a follow-up in the clinic. It was observed that the shock impedance was over 150 ohms while the patient was moving his arm. The lead and the ICD have been implanted and active for approx. 58 months. They will be extracted and a new device and lead will be implanted at a later date.